Manufacturer narrative:
Tracking number: (B)(4). Date sent: 3/4/2016. Information anticipated, but unavailable at this time. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: when the device would not release the staples, did the device cut the target tissue? If the device cut was the cut line complete? How was the case completed?

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device would not release the staples. The reload code was unknown. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m56002. The analysis found that one ec45a device was returned in good visual condition and with one ecr45b cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.